Event description:
Boston scientific received information that this implantable pacemaker and right ventricular (rv) lead system exhibited high out-of-range pacing lead impedances greater than 2000 ohms and oversensing of noise causing intermittent pacing inhibition. There was no confirmation of a lead fracture, but rather, evidence of the system not functioning as expected. Subsequently, surgical intervention was performed and a new system was implanted via the patient¿s right groin as the superior vena cava was occluded. This device was explanted, and the leads were surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.